Event description:
It was reported that during the implant procedure, the device was not use due to silicone covering the grommet; liquid seeped through when the lead was introduced into port. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Grommet damage was noted.